Event description:
While attempting to place powerwand midline under guidance of company instructor, guidewire got caught when tried to pull it back after unsuccessful vein access. When entire access device removed from insertion site, very small portion of guidewire tip remained in site. Leaving approximately 7cm of stretched partially coiled wire dangling from site. Actual wire remaining was thinner than strand of human hair. Piece of 1" white tape placed around piece of wire and also over wire to patient's skin to prevent dislodging. Warm pack applied, while the physician was notified and interventional radiology (ir) was called for assistance with removal. We were still unable to withdraw wire after warm pack removed. We spoke with the physician after removal of retained portion. He could not guarantee that was all of it. Insertion device and piece removed by ir was taken by company instructor to be overnighted to the manufacturing company.